Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump was rejecting new batteries, pump had short battery life, the buttons were sticking, damage to the pump and insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-332a, unomedical. Troubleshooting was not performed and customer reported past event of insulin flow blocked alarm which was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
Pump received with an unresponsive keypad at the middle button. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self-test or verify low battery alert, no delivery alarm, failed batt test alarm due to unresponsive keypad at the middle button. Used testing case pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no low battery alert, no delivery alarm, failed batt test alarm in download history on event date. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per pump history records. Battery cycle 5.0 received the lowbatteryalert (104) on 06/13/2025 21:12:00 after more than 7 days at 16.57 days. Battery cycle 4.0 received the lowbatteryalert (104) on 05/28/2025 07:05:00 after more than 7 days at 13.79 days. Battery cycle 2.0 received the lowbatteryalert (104) on 05/14/2025 04:26:00 after more than 7 days at 12.98 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly noted. The p-cap locks properly in place in the reservoir compartment noted. Unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked battery tube threads. Unable to verify no delivery alarm due to unresponsive keypad at the middle button. Unresponsive keypad button due to flattened keypad dome confirmed. Customer alleged for unexpected charge/battery lasts less than expected or low battery alert, failed batt test alarm not confirmed. Cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.